Event description:
It was reported that during a da vinci-assisted inguinal hernia and abdominal wall reconstruction surgical procedure, the mega suturecut needle driver steel cable broke, causing no harm to the patient. It was replaced by an instrument of the same type. The procedure was completed with no reported injury. There was no report of a fragment falling inside the patient. There was a delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information: the instrument was inspected prior to use and no damage was observed. The instrument did not collide with any other instrument or tool during the procedure. There were issues related to opening/closing of the grips and the customer noted there was no opening of the jaw. There were no issues related to left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. There was a cable visibly protruding from the distal end of the instrument that controlled the opening/closing of the jaw rather than the up/down motion of the wrist. The instrument is available for return and images were provided for isi review. The images were reviewed by the advanced failure analysis team and verify the instrument ID and confirm a broken grip cable at the distal end of the instrument.

Event description:
Refer to h11 for follow-up information.